Event description:
It was reported that this pacemaker battery appeared to be depleting prematurely based on previous batter longevity check. Boston scientific requested field representative to submit device data so it can be determined the reason for drop in battery longevity. Device replacement was recommended. No adverse patient effects were reported. If additional information is received this report will be updated. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Additional information: a boston scientific engineer reviewed device data submitted by the field representative. The analysis confirmed this device is functioning normal, however, the power consumption has increased to due high atrial sensing. Programming changes were recommended to decrease the power consumption. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker battery appeared to be depleting prematurely based on previous batter longevity check. Boston scientific requested field representative to submit device data so it can be determined the reason for drop in battery longevity. Device replacement was recommended. No adverse patient effects were reported. If additional information is received this report will be updated. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.